Event description:
Customer reported that a donor sample was tested and resulted as b negative on galileo (b, weak d pending with reflex abo, and weak d assay resulted as negative). The facility was notified that this sample was historically type b, weak d positive.

Manufacturer narrative:
This customer archives daily and discards the disk that the data is archived to; it was not possible to review instrument images for the reflex abo testing plate. Retreive the image of the weak d plate and the oal files associated with the reflex abo and weak d assays. Sample was in position e4 and produced a negative result on the printout. The visual appearance of the well shows a negative reaction with a solid cell button that is centrally located within the well. There is a monolayer present in the well.the customer did not return sample for investigation testing, it is not possible to rule out the sample as a cause of the event.